Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that the proximal loop of the stent was torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." The patient is reportedly over age 18.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that the proximal loop of the stent was torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''good.'' The patient is reportedly over age 18.

Manufacturer narrative:
Analysis of the returned polaris loop ureteral stent revealed that the stent loop was torn from the proximal end of the stent shaft. No portion of the torn loop appeared to be missing. The suture was present and attached to the loop that was not torn. The proximal tear is consistent with those caused by the suture. Based on the event information, the defect was identified outside the patient during preparation for the procedure. Therefore, handling damage contributed to this event. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Manufacturer narrative:
(B)(4). Component (B)(4) relates to device (B)(4) for torn material.